Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device exhibited vf undersensing associated with diverted shock therapy. The arrhythmia was redetected and successfully converted.